Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. Insulin pump received with minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. No cracked lcd display noted.

Event description:
The patient's mother reported that her daughter's insulin pump had fluid in the lcd display. The insulin pump was reportedly in the room where the customer was taking a shower. It was also stated that the insulin pump display was cracked. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.